Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates, patient's right lead was explanted and replaced. Therefore, corrected the device information to sn: (B)(6) right octrode lead.

Manufacturer narrative:
Correction: corrected the sn of the reported lead to (B)(6) based on the new information received.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI:(B)(4) , serial: (B)(6), batch: a000163694.

Event description:
It was reported that following a car accident, patient's one of the scs leads had migrated. As a result, surgical intervention took place on (B)(6) 2025, wherein the migrated lead was explanted and replaced to address the issue. It is unknown which lead caused the issue.

Manufacturer narrative:
Section d4 has been updated with correct sn. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.